Manufacturer narrative:
Follow-up #1; date of submission: 02/02/2017. The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings. All of the keypad buttons were normally responsive. The audio bolus button cover was damaged, but still responsive. Moisture corrosion was found on the keypad connector and other areas of the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.